Manufacturer narrative:
The device was returned for evaluation. During the device evaluation, it was determined that there was insufficient adhesive in screw holes of distal end. Additionally, the evaluation revealed the following findings: due to a pinhole on channel tube, water tightness was lost; due to a scratch on distal end, water tightness was lost; due to wear of angle wire, the bending angle in up direction and the play of the up/down know did not meet the standard value; adhesive on bending section cover was detached and cracked; ultrasonic transducer had corrosion; due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements; and objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrovideoscope had a pin hole (air bubbles from the tip). The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: there was insufficient adhesive in screw holes of distal end. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed peeled adhesive from the fixing screw issue could not be determined, however, it the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.